Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported at a follow up appointment, that just a few days prior the device got hot. The skin over the area of the device turned red. No malfunctions were found during the follow up. The device is still in use. No patient complications have been reported as a result of this event.